Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a separation between the pebax and electrode. During the procedure, the physician stated that there is new blood inside of the catheter tip. There were no visible cracks or damages on the catheter. There was no resistance or difficulty when inserting or withdrawing the device. The catheter was replaced and the procedure was continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed reddish material inside the pebax and a separation between electrode and pebax, additionally, the rocker arm was detached from the handle; however, no manufacturing deficiencies were observed around the handle area. The separation could be related to the issue reported a manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The potential cause of the damage on pebax is related to the manufacturing process of the device. The potential cause of the rocker arm detached condition could be related to the handling/shipping of the device after the procedure; however, this could not be established conclusively. The rocker arm detached condition is unrelated to the reported event. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).